Event description:
In 2007, the pt was placed on a hospira lifecare 4100 pca plus ii infuser programmed to deliver dilaudid. Pump settings were: 1-0 mg/ml, pca + cont, pca dose 0.2 mg, lockout 10 minutes, infusion rate 0.2 mg/hr, 4 hour limit 4.0 mg. Twenty minutes after the pump was started, the pt was found non-responsive. It was determined that the pt self administered 0.2 mg dilaudid 1 minute after the pump was started. It appears that the pt received 9 ml dilaudid during the twenty minutes that the pump was running. The pt received two doses of 0.4 mg narcan and became responsive.